Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of bilateral fallopian tube") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 1 year 1 month after insertion of essure, the patient experienced abdominal pain lower ("abdominal pain"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"), vulvovaginal discomfort ("vaginal irritation") and dysuria ("dysuria"). On (B)(6) 2017, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), arthralgia ("joint pain "), migraine ("migraines"), fatigue ("fatigue"), dysmenorrhoea ("heavy painful period") and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (hysterectomy with ilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, pelvic pain, menorrhagia, dyspareunia, arthralgia, migraine, fatigue, abdominal pain lower, vaginal discharge, vulvovaginal discomfort, dysuria, dysfunctional uterine bleeding, dysmenorrhoea and menometrorrhagia outcome was unknown. The reporter considered abdominal pain lower, arthralgia, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, menometrorrhagia, menorrhagia, migraine, pelvic pain, vaginal discharge and vulvovaginal discomfort to be related to essure. Most recent follow-up information incorporated above includes: on 25-oct-2018: he case will be deleted from bayer pv database because this is a duplicate from (B)(4) case. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of bilateral fallopian tube") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 1 year 1 month after insertion of essure, the patient experienced abdominal pain lower ("abdominal pain"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"), vulvovaginal discomfort ("vaginal irritation") and dysuria ("dysuria"). On (B)(6) 2017, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), arthralgia ("joint pain "), migraine ("migraines"), fatigue ("fatigue"), dysmenorrhoea ("heavy painful period") and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, pelvic pain, menorrhagia, dyspareunia, arthralgia, migraine, fatigue, abdominal pain lower, vaginal discharge, vulvovaginal discomfort, dysuria, dysfunctional uterine bleeding, dysmenorrhoea and menometrorrhagia outcome was unknown. The reporter considered abdominal pain lower, arthralgia, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, menometrorrhagia, menorrhagia, migraine, pelvic pain, vaginal discharge and vulvovaginal discomfort to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.